Event description:
A nurse reported that the infusion tubing leakage occurred, and no air came through the tubing during air/fluid exchange during vitrectomy surgery. The surgery was completed on the same day and it was unknown how the surgery was completed. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).